Event description:
It was reported that the maryland bipolar forceps instrument was found to have the conductor wire disconnected. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer used the same instrument to complete the procedure. The instrument wire was found fully broken after washing the instrument during central processing. The customer indicated that arcing was not observed during the procedure and there was no loss of cautery associated with broken wire. No known impact or patient consequence was reported. It was unknown if there were signs of thermal damage at site of breakage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. Failure analysis could not verify the external event. The part was returned with a reported complaint that does not affect functionality. No damage found. No product issue was identified. The instrument was placed and driven on an in-house system showing 11 uses remaining. The instrument passed the recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed energy delivery test multiple times and was fully functional. There was no physical damage. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues, or other factors not directly related to the device.